Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers: 2017865-2018-08548 and 2017865-2018-08550. During a follow-up, it was noted that the device pocket was red with inflammation and the device had eroded through the pocket. The system was explanted and replaced to resolve the event and the patient was stable.